Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during set up/inspection for use, the endoeye flex deflectable videoscope exhibited disappearing images. It was reported that the procedure was completed using an olympus back-up device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a temporary short circuit, a temporary overcurrent, static electricity, electrical stress, damage to the internal circuit board of the video connector, or thermal stress from autoclave sterilization. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.